Event description:
Constantly having to order new power control board (pcb) from the MFR to repair the new equipment being used in the clinics. MFR: ritter, model: 222 nomenclature: exam table. I am a medical maintenance tech currently stationed in (B)(6) and these boards are going out and the MFR is making us pay for them which cost us $(B)(6) a board. One board per exam table and they are going to slowly die and the MFR just tells us we will need to order the upgraded pcb that will work properly. We currently maintain 36 of these models all over our (B)(6) footprint. Thanks (B)(6).